Event description:
Customer reported via phone, customer was attempting to bolus and the buttons weren't working properly and after a few minutes it alarmed button error. Customer's blood glucose was 187 mg/dl. A field company representative confirmed the device had alarmed and was unable to clear it due the buttons not responding. The device was replaced and will be returned for further analysis.

Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to flattened dome switches. The device had minor scratches on the display window, cracked case at the display window corners, and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.